Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 423mg/dl. The customer was experiencing unexplained high glucose for several days. Troubleshooting was performed. The customer stated that the infusion set was pulled out of the body and the cannula was bent. The customer has treated his glucose level with the insulin pump and manual injections. The programming, time, and date were correct. Ran a fixed prime and high pressure test and passed. The customer stated that he is very active, but he is able to pinch at least one inch of skin. No further info was provided.